Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> conclusion and justification status: the complaint states handle of femoral introduce fell off after case in spp. The device was reviewed and confirmed the failure mode as reported. Investigation into this failure mode has indicated that the root cause may be associated with fatigue of the ml slide screw either side of the cross pin, where the cross sectional area was the smallest. This failure mode has been adequately assessed within the risk management for the instrument . The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep (B)(4).

Event description:
Handle of femoral introducer fell off after case in spp.